Event description:
After receiving lasik, I developed severe post-operative dry eye requiring regular eye drops all day every day. I also now have recurring, spontaneous subconjunctival hemorrhages. Progress notes by (B)(6) m.d. At (B)(6) 2023 10:41 am status: signed (B)(6) was seen today for eye exam. #1 dry eye syndrome bilateral. #2 conj hemorrhage od. #3 status post lasik both eyes. Discuss conj hemorrhage, benign corneal changes are post-lasik not psoriatic preser free tears qid prn rtc prn.